Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and a mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, pain, infection, fistulae, recurrence, bleeding, dyspareunia, organ perforation, urinary, bowel , and neuromuscular problems, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was also reported that the pt was implanted with an additional mesh on an undisclosed date. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and a mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, pain, infection, fistulae, recurrence, bleeding, dyspareunia, organ perforation, urinary, bowel , and neuromuscular problems, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was also reported that the pt was implanted with an additional mesh on an undisclosed date. No additional information has been provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4) -undefined recurrence; dyspareunia; urinary/bowel problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.